Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited scratches on inside of tip beak. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and based on the damage pattern described, it is assumed that the damage was mechanically induced. It is possible that the sharp scratch on the inside of the tip was caused by cleaning the appliance. Olympus will continue to monitor field performance for this device.